Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a vague complaint of a maxzero connector being extremely tight and difficult to remove from the PICC line, requiring the patient to have the PICC line replaced. Although requested no further details were reported.